Event description:
On the day of the event following a diagnostic left heart catheterization on a patient, the 6f mp angio-seal device was deployed with no difficulties. Two days later, the patient was readmitted to the hospital with a fever and pain at the groin site. An infection was detected at the groin site, and tissue cultures tested positive for staphylococcus aureus. The patient was treated with antibiotics with no change in symptoms; therefore, a surgical procedure was necessary to remove the device. The patient was reported to be recovering and was discharged with no complications.